Event description:
Within 20 minutes of treatment, pt complained of chest, back and stomach pain. Blood not returned. Benadryl and o2 administered. Drew blood cultures. Dialyzer 1st use, preprocessed. This was pt's 1st treatment with co's device, previously used competitor. Pt was placed back on competitor dialyzer without further incident. Pt is fine.